Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was hospitalized with an elevated lactate dehydrogenase (ldh) in the 700 u/l range and was subsequently treated with bivalirudin. Submitted log files revealed a momentary low speed event with an elevation in pump power. It is noted that an elevation in power can result in a momentary drop in speed. The patient remains hospitalized and asymptomatic. Further information was not provided.

Manufacturer narrative:
The reported low speed event was confirmed through the evaluation of the submitted system controller log file. In addition, the report of suspected pump thrombosis and hemolysis was confirmed based on the evaluation of the returned pump. The submitted log file captured several power elevations that correlated with elevations in estimated flow as well as reductions in average pulsatility index. No atypical alarms were recorded until a low speed advisory alarm was captured when the pump speed momentarily dropped 300 rpm below the low speed limit. The low speed event was associated with a power elevation up to 10 watts. Following this event, the pump resumed normal operation for the remainder of the log file. Upon disassembly of the returned pump, examination of the distal-side of the inlet stator revealed a thrombus formation adhered around the inlet bearing cup. A larger thrombus formation was found adhered around the inlet bearing ball and rotor inlet. The two thrombus rings were similar in color and structure near the interface area where the inlet bearing ball and cup meet, suggesting that they were likely a single formation prior to the disassembly process. Both thrombus rings appeared to form in laminated layers and also revealed areas of denaturation, indicating that the thrombus developed in this location over an undetermined amount of time while the pump was supporting the patient. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, they were obstructing approximately 30-40 percent of the blood flow path and could have contributed to the reported hemolysis. The thrombi could have also caused increased drag on the rotor, resulting in the pump power elevations and momentary low speed event captured in the submitted system controller log file. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process, and the pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had an emergent pump exchange on (B)(6) 2015 due to suspected pump thrombus. Further information was requested but was not provided.